Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous related repairs. The customer¿s problem was replicated by reviewing the alarm history and performing occlusion test. The root cause of the issue was found to be worn components; the clutch was worn/aged causing it to slip during infusion. All the worn parts were replaced; the sensors were recalibrated and loaded standard 1a12 configuration. The device passed all functional testing thereafter.

Event description:
The customer returned the product for a ¿travel coarse¿ error, during device evaluation, the error was confirmed. The clutch was worn which would cause it to slip during infusion. There was no patient involvement.